Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a coil fragment and catheter were returned for analysis. Visual inspection was performed. The coil fragment is severely stretched. A guidewire was passed though the returned catheter, no other coil fragments were inside the catheter. There was blood inside the catheter. The fiber bundles of the coil had blood on them. No zap tip or interlocking arm was returned. The dimensions that could be measured were found to be out of specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the coil frayed into multiple pieces. Vascular access was obtained via a radial approach. The target location was an aneurysm located in the renal artery. The take off of the renal artery was noted to be sharp. An unspecified coil was advanced through a direxion microcatheter and deployed to treat the aneurysm. A 14mm x 50cm interlock¿ coil was then advanced through the same microcatheter; however, the coil unconnected/detached from the delivery wire. When the physician tried to get the coil out, it frayed into multiple long strands. Multiple snares were used to remove the coil fragments. It took them about 4 hours to take everything out. The procedure was completed with the same microcatheter along with smaller bsc coils. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that the coil frayed into multiple pieces. Vascular access was obtained via a radial approach. The target location was an aneurysm located in the renal artery. The take off of the renal artery was noted to be sharp. An unspecified coil was advanced through a direxion microcatheter and deployed to treat the aneurysm. A 14mm x 50cm interlock¿ coil was then advanced through the same microcatheter; however, the coil unconnected/detached from the delivery wire. When the physician tried to get the coil out, it frayed into multiple long strands. Multiple snares were used to remove the coil fragments. It took them about 4 hours to take everything out. The procedure was completed with the same microcatheter along with smaller bsc coils. No patient complications were reported and the patient's status was fine.